Event description:
A female presented with a massive upper extremity dvt of the left arm. An endovascular procedure, using the trellis peripheral infusion system was performed in 2009 as a pt comfort measure, due to her advanced pre-existing comorbidities. Venography revealed occlusive thrombus from the innominate vein through the axillary vein into the brachial vein, however, the cephalic vein was patent. There was also significant collateralization observed in the neck region, which subsided after trellis use. A 15 cm treatment length trellis was used in order to isolate the large side branches. Three runs of 4 mg tpa were completed (total dose of 12mg tpa) with 100% clearance of acute thrombus with adjunctive aspiration of chronic clot. The pt tolerated the procedure without event, however, slight oozing of blood was observed at the insertion site of the introducer sheath. The pt died approx 29 hours after the last dose of tpa was administered during the procedure. The cause of death cannot be determined nor will an autopsy be performed. The device functioned as intended and the physician stated that the device did not cause or contribute to the pt's death.